Event description:
Reporter alleged the customer obtained on error on the aviva system which prevented him from testing. Reporter stated that the paramedics were called and obtained a result of 328 mg/dl on their meter while the customer was also experiencing chest pains. Reporter stated the hospital gave the customer his normal insulin that he couldn't take because he was so sick and kept him overnight. No other actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.